Event description:
Reporter noted pt had lens opacities and was probably a poor candidate for laser procedure. Two or three times she could not see the laser beam hitting the retina. After two hours noticed phacolysis with intraocular pressure increase. Required intraocular lens.